Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected gradually increasing right ventricular (rv) lead shock impedance measurements with current measurements being out-of-range. Amplitude, sensing and pacing impedance measurements are all stable and within normal limits. There is no evidence of noise and besides defibrillation threshold (dft) testing at implant, the device has not delivered any shocks. No adverse patient effects were reported.